Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for spinal pain and non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was claiming the current pump was overinfusing, and the patient was possibly having another pump replaced. The hcp had no further history. No patient symptoms/complications were reported.